Event description:
On (B)(6) 2015, a patient underwent treatment of a type b thoracic aortic dissection with a conformable gore® tag® thoracic endoprosthesis. A tge404020 device was advanced over a lunderquist wire. When the device was deployed, it landed 10mm proximal to the desired landing zone, partially covering the left common carotid artery. Images reportedly showed the conformable gore® tag® thoracic endoprosthesis initially contacting the inner curve of the thoracic aorta which was at an angle less than ninety degrees. The images also showed the left common carotid artery to be patent, however, a chimney procedure was carried out utilizing a cordis smart stent. The patient tolerated the procedure.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications.